Event description:
Loose

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4); 1644408-2023-00742; 341-14-705, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.